Event description:
It was reported that the lead integrity alert (lia) triggered and the patient presented as a result of inappropriate shock from the right ventricular (rv) lead due to noise and high impedance with suspected fracture. Loss of rv capture was noted with the rv lead prior to replacement. It was also reported that the right atrium (ra) lead exhibited noise and was oversensing. The rv lead was capped and replaced and the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6947 implantable tachy lead (B)(6) 2010; d234drg implantable cardioverter defibrillator (ICD) (B)(6) 2010. (B)(4).